Event description:
It was reported that a catheter steam pop occurred. During an ablation procedure with an intellanav mifi xp to treat typical flutter, the physician complained about the steerability of the catheter. The radiofrequency (rf) generator also cutoff due to "d4 error: high temp" error twice, and lastly the physician heard/felt a steam pop. The generator was reset and the physician withdrew the catheter to check it's curve. They also checked for char/coagulum on the tip and none was observed. No patient complications were reported and the procedure was completed successfully. No notable increases in impedance were observed.

Event description:
It was reported that a catheter steam pop occurred. During an ablation procedure with an intellanav mifi xp to treat typical flutter, the physician complained about the steerability of the catheter. The radiofrequency (rf) generator also cutoff due to "d4 error: high temp" error twice, and lastly the physician heard/felt a steam pop. The generator was reset and the physician withdrew the catheter to check it's curve. They also checked for char/coagulum on the tip and none was observed. No patient complications were reported and the procedure was completed successfully. No notable increases in impedance were observed.

Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection showed a crease in the shaft insulation approximately 2.4cm from the distal tip. There was dried body fluid on the shaft and tip. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template. Both right and left curve tests passed although the left curve was marginally within specifications. The tip was immersed in saline for approximately 30 minutes; the immersion did not include the bond between the tip and shaft. The impedance between the tip and thermister remained electrically open. The catheter was connected to the maestro generator 4000 and immediately after the generator found the catheter, a d06 temp out of range (15c-95c) error was displayed. The tip of the catheter was in the saline tank. The device was dried out for a week and again when the device was connected to the maestro a d06 error was displayed; the tip was not immersed in the saline tank. X-rays showed a possible breach in the sheath insulation at the crease noted in the visual inspection. The distal section was dissected opposite of the crease; the insulation is not breached at the crease noted in the shaft insulation. There was no evidence of fluid ingress in the distal end. The device was reconnected to the hdx test system after the dissection slit made in the distal shaft was repaired with adhesive. The device was reactivated, and no warnings or errors were displayed on the maestro generator after the catheter was recognized. Several successful ablations were performed. Unfortunately, only 50w ablations were possible when the catheter tip was immersed in the saline tank as the impedance of the tank is too low for 100w and 150w ablations. When the 100w and 150w ablations were attempted when the tip was in the tank, a m03 warning (power limited, low impedance) was displayed on the maestro. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.